Event description:
It was reported that the procedure was to treat an unspecified coronary artery with mild calcification. Pre-dilatation was performed reducing the stenosis to less than 40%. The 3.0 x 28 mm delivery system was advanced to the lesion without difficulty, but the balloon could not be fully inflated during deployment of the implant. The device was pressurized to 6 bar, but the balloon's pressure could only be increased further by using an unusual amount of turns on the indeflator and fluid was observed leaking from the balloon. The balloon slowly gained pressure, but also resulted in a vessel dissection. The implant was ultimately fully deployed and no post-dilatation was performed. As the dissection was located in the target lesion, no additional treatment was needed. The final patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The product code listed and the PMA# listed, is based on the predicate device (xience v stent system) that is determined to be same and similar to the delivery system of this device.

Event description:
Additional information: reportedly the dissection was caused by the concentrated jet of contrast medium due to the balloon leak/rupture. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. The reported patient effect of dissection, as listed in the instructions for use, is a known adverse event associated with the use of a coronary implants in native coronary arteries. In this case, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.